Manufacturer narrative:
One (1) zimmer dental heal collar was returned for inspection. A visual inspection revealed minimum wear about the collar and threads. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, therefore the complaint could not be verified. A device history review was performed on the device and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A probable cause for the reported event cannot be determined as the mating implant was not returned for inspection, and functional testing using an in house part revealed that both devices seated as normal. Unique identifier (UDI) # (B)(4).

Event description:
The doctor indicated that the healing abutment (hc355) does not seat into the implant, it spun and did not thread. The doctor placed another healing abutment (same reference) in the same surgery.